Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complications and subsequent demise of the patient. Based on the additional information provided by the surgeon, none of the blue stapler reloads used during the primary surgical procedure are available for return to isi for evaluation. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with the reported procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. According to the system logs, the endowrist stapler 45 instrument successfully fired one white stapler 45 reload and four blue stapler 45 reloads. There were no incomplete clamps found. The system logs also reveal that the endowrist stapler 45 instrument involved with the reported event has been used in a subsequent surgical procedure with no reported issues. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure,the patient allegedly experienced a staple line leak which required a second da vinci-assisted surgical procedure for repair. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that post a da vinci-assisted right hemicolectomy procedure, the patient experienced postoperative complications. Postoperative day one, the patient's vital signs were found to be poor. The patient underwent a secondary robotic-assisted surgical procedure and was discovered that the patient was bleeding internally. The surgeon was able to resolve the bleeding experienced by the patient; however, the patient's condition deteriorated requiring the patient to undergo a third surgical procedure in which open surgical techniques were used. The patient expired on (B)(6) 2017. On 01/18/2018, intuitive surgical, inc. (Isi) received additional information from the surgeon who performed the primary surgical procedure. According to the surgeon, the patient underwent the primary procedure on (B)(6) 2017. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. The surgeon indicated that three blue stapler 45 reloads and one white stapler 45 reload were used. The surgeon stated, the surgery went off so well that I was pleased and satisfied. The surgeon indicated that on (B)(6) 2017, the patient's hematic rate dropped and the heart rate increased. The patient was immediately taken into the or for a secondary robotic-assisted procedure on (B)(6) 2017 to identify the cause of the decreased hematic rate and increased heart rate experienced by the patient. The surgeon was able to access the affected surgical site, using the same port site incisions. During the secondary procedure, the surgeon discovered that the patient had approximately 1200-1500 ml of blood pooling in the abdomen. The surgeon indicated that he believes that the patient was bleeding from a colon staple line, in which he had fired the first or second blue stapler reload. The surgeon decided to over-sew the affected staple line and then examined the oversewn staple line and all of the other staple lines, which included an anastomotic staple line to ensure that there were no other issues. The surgeon indicated that it is unknown what caused or contributed to the patient's internal bleeding since the primary robotic procedure was completed with no problems noted. The surgeon also indicated that there was no malfunction of the da vinci system, instruments or accessories during the primary procedure. According to the surgeon, the patient was reported to be recovering well on the morning of (B)(6) 2017, and the patient had consumed a meal. However, the patient's condition deteriorated later that day. Hence the patient underwent a scan, and fluid was identified in the patient's abdomen. On (B)(6) 2017 the patient's condition worsened, and she complained of abdominal pain. That same day the patient underwent a secondary open procedure. The surgeon described the patient¿s abdomen as containing a lot of gunk or degenerated tissue. During the surgical procedure, the patient coded twice and was resuscitated. The surgeon indicated that he was able to resect the anastomotic section of the colon quickly and sent it to pathology to rule out an anastomotic leak. According to the surgeon, the pathology report revealed that the anastomosis was airtight. The patient was then transferred to the ICU and then expired on (B)(6) 2017 due to multi-organ failure. On 01/29/2018 the surgeon provided isi with the initial autopsy report details. The cause of death was necrotizing fasciitis. The surgeon could not pinpoint the cause of the necrotizing fasciitis and presumed it was possibly from the port site incision. The surgeon indicated that it was difficult to do any tissue culture testing since the patient was deceased. The surgeon indicated that the patient's infection could not be secondary to a malfunction of the da vinci system, instruments or accessories during the surgical procedure. However, he indicated that the secondary robotic surgery trigger was bleeding at the staple line. The surgeon confirmed there is a video recording of the primary hemicolectomy surgical procedure on (B)(6) 2017. However, he needs to check with the hospital if he can release the video recording to isi. The surgeon stated that the reloads used in the primary procedure could have been discarded since the surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient.